Manufacturer narrative:
One fully blasted tapered screw-vent implant with micro grooves (tsvtwb10) was returned for investigation. A visual inspection of the as returned product identified a fixture mount engaged into the drive feature of the implant and minor signs of use due to usage around the threads. The hex of the universal fixture mount screw (ufm) was stripped. Functional testing of the returned product identified the mount could not be disengaged from the implant drive feature as the drive feature of the screw was damaged/stripped. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: device expiration. D4: (B)(4). D10: device availability. G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Additional 510k number: k101880. Device not returned.

Event description:
It was reported that the transfer coping would not detach from the implant ((B)(4)) during placement. Another implant was placed immediately.